Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test. Hardware low level failure alarm was present in the pump trace download due to broken trace at pin on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and able to rewound that insulin pump. Self test was passsed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.